Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 07/07/2017. Device returned to manufacturer? Yes. Device evaluation: the intraocular lens (iol) was returned at the manufacturing site for evaluation. Visual inspection at 10x microscope magnification showed residue of viscoelastic solution and fibers/particles on the lens indicating that the unit was handled and prepare for surgical use. A mark was also observed in the lens optic. The customer's reported complaint was verified. However, the condition observed in the lens is consistent with a lens that had been handled for surgical use. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional investigation requests for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue was verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
If implanted; give date: not applicable as the lens was inserted and removed. If explanted; give date: not applicable as the lens was inserted and removed. (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a mark was noticed on the optic of an intraocular lens (iol) when the iol unfolded in the patient's eye. Reportedly, the surgeon decided to cut the lens out and replace it with another lens. The surgery was delayed whilst the replacement iol was implanted. No further information was provided.